Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted into the hospital for a gi bleed. It was also reported that after several tests, the hospital staff believes that the pt just has gastritis. The pt was discharged and has had no events since.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at the time. A supplemental report will be submitted when the MFR's investigation is completed.